Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The graftmaster stent remains in the patient anatomy and the delivery system was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported device operates differently/failure to seal cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other graftmaster and the 3.5x15 nc trek referenced are being filed under separate medwatch reports.

Event description:
It was reported that a kissing balloon technique was performed at the bifurcation of the proximal left anterior descending (lad) coronary artery and the diagonal artery for post dilatation. The 3.5x15 mm nc trek was used in the lad and the 2.25x15 mm nc trek was used in the diagonal branch. Both treks were inflated at 16 atms. After the treks were removed, the patient had worsening chest pain and a perforation was noted in the proximal lad. The 3.5x15 mm nc trek was re-advanced to the proximal lad and inflated for 12 atms. The patient condition rapidly deteriorated. Pericardial drainage was performed removing 100 to 150 cc of blood. The patient went into cardiac arrest and resuscitation was performed along with intubation for mechanical ventilation. While the patient was being resuscitated, the first 3.5x19 mm graftmaster stent was implanted to treat the lad perforation, but it did not seal the perforation. After the second graftmaster was implanted, there was a continued leak in the perforation which was treated with prolonged balloon inflation. The perforation was successfully sealed, but resuscitation attempts for more than twenty minutes were unsuccessful. The patient expired. No additional information was provided.